Event description:
It was reported that the customer was hospitalized and was in pediatric intensive care unit due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was over 496 mg/dl. Caller stated that at the time to remove the infusion set cannula, the cannula was bend and it didn't appear to go into customer body at all. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.